Event description:
It was reported that 7 days after implantation of a 2.5x8mm over the wire (otw) taxus express2 drug eluting stent, an in-stent restenosis occurred. Supporting documentation is more consistent with an in-stent thrombosis. During the initial procedure, the target lesion was located in the proximal left anterior descending artery (lad). A pre-intervention stenosis of 90% was reported. Following deployment of a 2.50x10mm ultra2 cutting balloon, a 2.5x8mm otw taxus drug eluting stent was deployed. A post-intervention residual stenosis was not reported. The patient received heparin and reopro during the procedure. The vessel was reportedly not calcified or tortuous. No information concerning patient complications was reported. Reportedly, the patient presented 7 days after the initial procedure with a 100% in-stent thrombosis in the lad. Following dilation with 2.5 and 3.0x20mm maverick balloons, a 3.00x24mm taxus stent was deployed. It was reported that further medical intervention was required. The patient was placed on an intra-aortic balloon pump for five days. The patient received heparin and aspirin prior to procedure and reopro, heparin, and cordarone during the procedure. After the procedure the patient was continued to plavix. Patients condition was reported to be "satisfactory/good".